Manufacturer narrative:
Additional information and corrected data: additional information provided was inadvertently not included in the initial report. Therefore, the following field is being updated accordingly. Section b5 - describe event or problem: the patient's condition in both eyes was unstable from the beginning, so the physician does not belief that this event was due to the lens. After the lens replacement, a hyperopic shift may have occurred, but the extent is unclear. The patient is satisfied. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient presented residual astigmatism of -3d after the preloaded intraocular lens (iol) was implanted. There was no axis misalignment of the iol. The iol was explanted and a replacement iol was implanted. No patient injury was reported. No medical intervention was required. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4,and a5: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis enhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted